Event description:
It was reported that the cause of the popping sound was never discovered. The lvad interrogation and log file analysis did not reveal the device was having any issues. The reported sound resolved on its own with no interventions. The patient was discharged home and has not complained anymore of chest pain or the "popping" sensation.

Manufacturer narrative:
B3: event date changed as although it was reported there were pump sounds for weeks/months, there had been no intervention. Manufacturer's investigation conclusion: a direct relationship between the device and the reported chest pain and low blood volume could not be conclusively determined through this evaluation. Additionally, the reported noise coming from the pump could not be confirmed through this evaluation and a direct cause for the event was unable to be determined. The controller event log file contained information from (B)(6) 2023 that primarily consisted of pulsatility index (pi) events. No other notable events or alarms were captured. The log file appeared to capture the pump operating as intended at the fixed speed. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records for (B)(6) showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Hypovolemia is listed as a potential late postimplant complication that may be associated with the use of heartmate 3 left ventricular assist system. Section 1 of the IFU and section 6, ¿patient care and management¿, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 4 explains that, if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. Pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, section 1, ¿introduction", and section 8, ¿handling emergencies¿, of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 for left sided "crushing" chest pain. The patient complained of similar symptoms in the past and had been an on and off issue for months. During this admission, the patient complained of a startling "popping noise" coming from the left ventricular assist device (lvad). The noise was confirmed by a healthcare professional during assessment when auscultating the chest. No alarms were reported and the patient's vital signs were appropriate. No arrhythmias were also noted but the patient was reportedly low volume and was getting fluid resuscitation. The event log file contained multiple pulsatility index (pi) events that occurred on (B)(6) 2023 at 12:24:27 to (B)(6) 2023 at 07:37:04. Log file review and echocardiogram were recommended to assess the left ventricle and flow through the pump.

Manufacturer narrative:
B3: date of event was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.